Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer applied more force to the button to resolve the issue. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.